Event description:
The customer reported that they received an erroneous result for one patient sample tested for ldl. The ldl reagent used was not manufactured by roche diagnostics and was manufactured by equal diagnostic. The sample initially resulted as 14 mg/dl accompanied by a data flag. The sample was automatically repeated by the analyzer and resulted as 25 mg/dl. The 25 mg/dl value was reported outside of the laboratory. The sample was repeated again and resulted as 107 mg/dl. The 107 mg/dl value was believed to be correct. The customer issued a corrected report. The patient was not adversely affected by the event. The ldl reagent manufactured by equal diagnostic was lot number 773528 with an expiration date of 02/24/2013. The field service representative determined that the photometer adc start timing required adjustment. He checked and replaced the fluidic/vacuum tubing to the rinse mechanism. He checked the tubing to the sample, r1, and r2 mechanisms. He checked for proper vacuum and gear pump pressure. He checked the probe and stirrer condition as well as their proper adjustment. He cleaned sv21, sv30, and sv31. He checked the vacuum pump flapper and replaced the diaphragm. He adjusted the adc start timing with scope. He performed a cell blank,the photometer check, and the photometer current monitor check. The customer ran all photometric calibration and quality control; all were within the customer guidelines. No further erratic results have been observed during instrument operation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.